Manufacturer narrative:
Medwatch number: mw5080637. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown augmentation with unknown saline breast implants which patient reported, immediately, she began experiencing issues with her skin, that had no cause. In 2014, patient started seeing a dermatologist, then an allergist, and then a hem/onc, who thought she had paget's disease of the breast due to the eczematous rash on her nipple. After multiple test, she only showed an inflammatory response. Since 2015, she have had allergy testing, biopsies, and multiple blood tests which only show an inflammatory response and her body is covered in an eczematous rash that weeps. She have finally been sent to a dermatologist who has put her on methotrexate to ease her symptoms. As a result patient had the device removed on (B)(6) 2018. This report is for the left side.